Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium error alarm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Corrected fields: h6(health effect - clinical). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found gas loss in iab circuit in alarms. The fse was unable to duplicate the issue. The unit passed all functional and safety tests and was returned to the customer.

Manufacturer narrative:
Corrected data: b5, e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has helium error alarm.